Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information received, the staple line was clear of blood and had no issue when the patient left the or. Post-operatively, the hematoma grew very large and ended up either opening the staple line up or opened near the staple line because of the pressure from the hematoma. The patient was vomiting violently day after surgery. The current status of the patient is fine and out of the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the original surgery was a laparoscopic sigmoid colectomy procedure. The tumor was very large and the ileum had grown into the tumor located in the sigmoid. This required that the ileum be resected and a side by side anastomosis of ileum needed to be performed - not due to stapler but due to fact ileum had adhered to the sigmoid. Anastomosis complete, visual inspection of staple line showed staples were fine and no bleeding when patient left the or. Hematoma developed post operation near or on staple line, was not bleeding after surgery but hematoma grew and disrupted staple line which required a return to the operating room to fix the issue. Ileal anastomosis was resected and recreated. Patient is well and preparing to leave hospital. A surgical intervention was needed. The event extended the patient hospitalization in 3-4 days. There was a temporary injury. There was tissue loss. The surgical time was extended by more than 30 minutes.